Manufacturer narrative:
As part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 to july 2017. An investigation of the reported event found that the reported malfunction of a non lumenis fiber connector overheating was similar to a device malfunction that resulted in a potentially harmful situation (MDR# 3004135191-2017-00024). Because the company is aware that this malfunction was alleged to have caused or continued to a serious injury this event represents a reportable malfunction. A lumenis technical expert examined the subject device and completed performance tests of all specifications concluding the device operated manufacturer's specifications. The lumenis technical expert noted: "checked optical alignment, tested with test fiber, microscope viewer and confirmed optical axis on all four bricks are within specification and meets all factory requirements. Beam profile is in the center of test fiber aperture. Checked power output on all user presets including kidney stone settings at energy 0.5 frequency=80 hz power=40watts.ce also performed standard power output test with long test fiber at 5 watts.10 watts,30 watts,40 watts,60 watts,80 watts and 100 watts and confirmed power output is within specification and ready to use." Although no serious injury had occured, and although there is no evidence that a lumenis product had malfunctioned in this event, lumenis is reporting this event since a lumenis laser system was a contributory part of the event.

Event description:
A user facility reported that one (1) lumenis employee sustained burns to their fingers while attempting to remove a non-lumenis laser fiber from a lumenis p120h system during a demonstration . It was later reported by the lumenis employee who sustained the burns that no medical attention was sought at the time of the incident, and "the burn had been observed over the next few days, eventually healing completely on its own".